Event description:
Six (6) months after the index procedure, the pt was found to have late thrombosis of the previously placed stents during a follow-up. The pt had two (2) cypher stents placed in overlapping fashion in the proximal and mid left anterior descending (lad) artery during the index procedure. The new lesion in the proximal lad was reported to be a 90% stenosis and the new lesion in the mid lad was totally occluded 100% stenosis. The physician stated that the cypher stents implanted in the index procedure were occluded due to thrombosis. A 3.0/15 mm cutting balloon was used a treat the lesion. Aspiration of the thrombus was done. Two (2) additional cypher stents-a cypher 3.0/28 mm stent and a cypher 3.5/23 mm stent-were implanted. The pt was reported to still be hospitalized at the time of the report.